Manufacturer narrative:
The device referenced in this report has not been returned to olympus for eval. The exact cause of the reported incident could not be conclusively determined at this time. If additional info becomes available at a later time, this report will be supplemented. The user manual warns users: "do not activate the electrode release button when operating the instrument. If the hf current is activated, spark discharge may occur and the instrument maybe damaged. If any damage to the insulation at the electrode's distal end is recognized during the case, replace the electrode with an undamaged electrode. Otherwise there is a risk of injury for the pt and/or user".

Event description:
Olympus was informed that during an transuretheral resection of prostate (turp) procedure, upon withdrawal of the resection sheath from the pt, the user observed that portion of the wire loop was missing appeared melted. An x-ray was performed on the pt, but no wire loop was found. The user facility reported that the broken piece was most likely flushed out during irrigation or during suctioning throughout the procedure. The intended procedure was completed with another device. There was no pt injury reported.